Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient stated it took over 2 and a half hours to charge their ins. The patient stated they didn¿t charge every day and would usually charge when the battery got between 25-50%. The patient confirmed they used adhesive discs when charging. The patient stated they called their hcp, but they redirected them to call patient services. Education was provided regarding recharging times and intervals between charging. There were no further complications reported.